Event description:
A 3.0mm diameter by 12mm length s7 stent delivery system was inserted in attempt to direct stent across lesion in the left anterior descending coronary artery. The stent was placed across the slightly calcified lesion and upon the initial inflation of the stent delivery balloon to 10 atomspheres of pressure, the balloon reportedly burst. The stent delivery system was removed from the pt. There was no further treatment to the target lesion, since the balloon was inflated above the recommended stent deployment pressure of 9 atmospheres. The pt was fine post procedure and there is no additional clinical sequelae reported to the event.